Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the navigation system. The network bulkhead connector was replaced. The navigation system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Functional testing; visual/physical examination were performed and no fault was found. The returned connector was found to be in good condition with no apparent physical damage. The connector also passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the connection between the imaging system and navigation system was all green and the initial image acquisition was completed with a nav tag present on the scan, however, the scan failed to transfer to the navigation system. Around 10 unsuccessful attempts were made to manually transfer the exam. Both systems were restarted but the manual push of the exam still failed. The navigation system was switched out for another medtronic navigation system on site, and another image was acquired and transferred without issue. This issue occurred perioperatively and caused a 40-minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The bulkhead connector was returned to the manufacturer for analysis. The bulkhead connector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.